Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 440 mg/dl and 443 mg/dl at the time of incident. The customer experienced different blood glucose level 250 mg/dl, 99 mg/dl, 130 mg/dl. The customer stated that they received no delivery alarm. Customer reported that the alarm did not occur during manual prime. Customer reported that the event was resolved by infusion set change. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the cannula was bent. Based on customer report, customer did not allege pump was under delivering. The customer stated that she got no delivery alarm. The insulin pump will not be returned for analysis.